Event description:
The pt experienced withdrawal. Pump interrogation revealed a motor stall in the event logs. No magnetic resonance imaging had been performed. The pump was used to deliver low concentration of baclofen. The pump was replaced. The pt status afterward was `fine.'

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.